Event description:
It was reported to philips that the system gave an alert indicating a float table key was active at start up, which can impact booting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the float table-top key was active at startup. Upon troubleshooting, the rse found that the system generated an alert stating, ¿table base connection box at table ¿ float table-top key is active at startup¿ and confirmed that the there were no geometry movements available. The rse determined that the issue might have been caused due to user by accident. As this event was sporadic (irregular) in nature the rse suggested the customer to ignore it. After this the reported error didn¿t reoccur and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Conclusion code was corrected.